Event description:
Pt received three (3) injections of orthovisc, (B)(6). No adverse reaction after the first two injections. Pt reported that 2 days post injection, her upper lip became numb, suffered from eye, jaw, and face pain and was prescribed tegretol and prednisone. Pt is mostly resolved, but is still experiencing tingling in her lip every day, as well as a burning sensation.

Manufacturer narrative:
The device was not available to be returned and the lot number is unknown. No further eval or investigation is possible.